Manufacturer narrative:
Medwatch sent to FDA on 05/18/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infection and wound dehiscence are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device has not been returned. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of infection as follows: adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion.

Event description:
Healthcare professional reported placement of seri&#59411;surgical scaffold on (B)(6) 2015 during an unknown mastopexy procedure in the right breast. Post implantation, the patient developed an infection and "open wound" that led to removal of the concomitant breast implant on (B)(6) 2016. It is unknown whether the device remains implanted.